Event description:
It was reported that the patient presented for a follow up and complained of experiencing lightheadedness. The right atrial lead exhibited high impedance. The physician would use a holter monitor to check the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.